Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 400 mg/dl at the time of incident. Customer¿s current blood glucose is 176 mg/dl. The customer also reported other blood glucose values such as 390 mg/dl, in the range of 300 mg/dl. The customer was declined to troubleshoot for high blood glucose level. The customer treated for high blood glucose with insulin pump. The customer was reported that the infusion set had bent cannula and had air bubbles. The insulin pump will not be returned for analysis.